Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. Although the detailed information was requested, no further information was provided. In addition, the root cause has not been identified because this product has not been returned. Therefore, the probable cause will be described based on the information thus far. The legal manufacturer reported that the unit was delivered to the customer on september 23, 2016. The lamp life is 500 hours. The emergency lamp turned on. The legal manufacturer reported that the most probably cause for the reported event is the following: the following is presumed based on the additional information. : it is presumed that the event was caused by switching to the emergency lamp due to the life of the xenon lamp.

Manufacturer narrative:
The lamp will not be returned, as there were no issues with the bulb as it was just time for a replacement.

Event description:
The service center was informed that during a diagnostic, upper endoscopy procedure, the lamp went dim and had to be replaced as it was at 500 hours. There was no issue with the device as it was time for the bulb to be replaced. There was no damage or abnormalities observed with the device. The intended procedure was completed. There was no patient injury reported.